Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one day after pericardial drainage, there was a blockage of the tube. When the drainage tube was flushed in an effort to clear the blockage, it was discovered that the connector was cracked. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that one day after pericardial drainage, there was a blockage of the tube. When the drainage tube was flushed in an effort to clear the blockage, it was discovered that the connector was cracked. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one navarre locking pigtail 8 fr opti drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed. Based on information in the sample evaluation, the investigation is confirmed for cracked connector as the sample was received with cracks that were observed on the proximal hub. The largest crack propagated mostly parallel with the lumen. The largest crack also propagated through the inner surface of the hub. A crack was observed under the syringe threading. A crack was observed, only visible on the inner surface of the hub. The definitive root cause could not be determined based upon available information. It is possible that a molding issue and/or excessively forceful manipulation of the hub contributed to the formation of the crack. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.